Event description:
In 2008, the patient was implanted with 2 gore tag thoracic endoprostheses to repair a 6cm thoracic aortic aneurysm. In 2009, the patient underwent emergent repair of a ruptured aneurysm and was implanted with 2 additional gore tag thoracic endoprostheses. The patient expired on the third day. No further information is available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices were implanted.